Event description:
Customer reports the expiration date printed on the comfort curve test strip vial is 3/31/07. MFR reports the expiration date as 3/31/06. No adverse event reported. Requested return of suspect device and replacement was sent.